Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported or possible lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a knife was not sharp enough during surgery. The procedure could be completed normally with no impact to the patient. It is unknown if an alternate knife was required in order to complete the procedure. Additional information has been requested.